Event description:
Customer called on (B)(6) 2012 reporting of a red fluid leak dripping from the air-mix temperature control (amtc) module of the unicel dxh 800 coulter cellular analysis system. Customer was wearing personal protective equipment consisting of gloves and a lab coat and no exposure or injury was reported. Customer stated that no patient results were affected and therefore there was no change to patient treatment attributed to this event. Field service engineer (fse) was dispatched and found tube stopper pieces blocking the draining in the nucleated red blood cell (nrbc) chamber which resulted in the overflow and leak. Fse proceeded to clean up the fluid from the leak and removed stopper pieces. Repair was then verified as per established procedures.

Manufacturer narrative:
Evaluation - results: root cause for the leak is attributed to tube stopper pieces blocking the draining in the nrbc chamber. Bec identifier for this report is (B)(4).